Manufacturer narrative:
No product has been returned to the manufacturer for evaluation or review. Since no device was returned for analysis/review, the root cause for the event has not been determined.

Event description:
An end user found a box cutting blade packaged in with one of the supply items. The supply item is a sterile banded bag (part number 3816), assembled by (B)(4), manufactured for (B)(4). The cutting blade box is unusual item was packaged inside the sterile package. There were no patient injury and treatment reported of the incident.

Manufacturer narrative:
No product has been returned to the manufacturer for evaluation or review. Since no device was returned for analysis/review, the root cause for the event has not been determined. The customer returned the bag, labeling and the box cutter. The bag was measured and met all dimensional requirements. The labeling was consistent with the contents of the complaint and the box cutter was a normal box cutter blade with homemade handle of double sided sticky tape, with backing still attached. The device history record was reviewed and there were no indications of a packaging issue during the inspection of production. The blade that the customer found is used to cut the edge of sterile package when the seal line of sterile package is not straight. It is a necessary element of the manufacturing process.  Each blade is part of a holder and the holder is controlled and issued to production according to our tool management procedure. The blade can be replaced from the holder if the blade is not sharp. In the investigation, it was found that the line supervisors had to issue a holder blade with extra blades because a single blade would easily wear out. When the blade becomes dull, the workers standard protocol is to remove the blade from holder and break it into a smaller piece, then wrap a portion of the blade as a holder. A 5s audit is conducted on a weekly basis, but the workers do not put the homemade blade in the tool bag, so it was not detectable in our 5s audit. The complaint records over the past 3 years were scanned and no similar complaints were found. Ecolab performs site visits/audits of this supplier every year, and nothing in those audits indicate a lack of controls that would allow a box cutter to be introduced to the product.   Actions taken: updated the work instruction to require that the all blades used on the floor need to be recorded upon issue to production and reconciled when the tool is recalled from production. Our tool management procedure now states that homemade blades are not allowed. We provided training to the workers that if the blade is not sharp, they need to replace the whole blade from the line monitor, it is no longer allowed to break the whole blade into a smaller piece. Ecolab is confident that these improvements at our supplier will ensure this will never happen again. However, we will continue to monitor our supplier's ongoing performance, both by receiving inspection and onsite audits, to ensure that these new policies are followed and effective.

Event description:
An end user found a box cutting blade packaged in with one of the supply items. The supply item is a sterile banded bag. The box cutting blade was packaged inside the sterile package. There were no patient injury and treatment reported of the incident.